Manufacturer narrative:
Patient exact weight is unknown, however reported to be approximately (B)(6). (B)(4).

Manufacturer narrative:
A visual examination of the returned device identified the presence of residue which is indicative of procedural use. The basket wires were severely misshapen and bent and the pull-wire section was kinked and twisted. The pull-wire sheath was torn and peeled. Additionally, the coil assembly outer sheath was buckled and torn in multiple places. The guidewire lumen (side-car) presented with push-back and was collapsed. The device was disassembled and the pull-wire was found to be fractured near the handle cannula. Both fractured ends of the pull-wire were necked down and broken into a "v" shape indicating that the wire had most likely sheared apart while undergoing tensile force. A material review of the pull-wire found no anomalies and concluded that the wire met specification. Functionally, the returned unit was not tested due to the sample return condition. The condition of the returned incident device was consistent with the reported event of wire break and tip failed to detach. However, the user reported that the event occurred after capturing a stone approximately 17mm in diameter. The directions for use (dfu) document notes that "the trapezoid 3 x 6 basket is designed for crushing calculus larger than 1.5 cm (15 mm) in diameter," but a smaller basket had been used for this procedure. Therefore, the most probable root cause is user error. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Manufacturer narrative:
Patient identifier and weight are unknown. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2011. According to the complainant, the patient was being treated for pancreatitis due to stones within the common bile duct. There were three stones requiring removal, with the middle stone measuring 17mm in diameter. A sphincterotomy was then performed and a cre balloon was used to dilate the duct to 15mm. The first stone was removed without issue. A trapezoid rx lithotripter basket was then advanced into the duct, opened, and placed around the 17mm stone. However, the basket failed to close. Further attempts to free the stone or open the basket were unsuccessful. An alliance ii handle was then used to perform mechanical lithotripsy, but the inner wire severed near the handle prior to the tip detaching. A second cre balloon was then used to further dilate the duct, which allowed for the basket and captured stone to be removed from the patient. The third stone was removed without complication using a cook retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2011. According to the complainant, the patient was being treated for pancreatitis due to stones within the common bile duct. There were three stones requiring removal, with the middle stone measuring 17mm in diameter. A sphincterotomy was then performed and a cre balloon was used to dilate the duct to 15mm. The first stone was removed without issue. A trapezoid rx lithotripter basket was then advanced into the duct, opened, and placed around the 17mm stone. However, the basket failed to close. Further attempts to free the stone or open the basket were unsuccessful. An alliance ii handle was then used to perform mechanical lithotripsy, but the inner wire severed near the handle prior to the tip detaching. A second cre balloon was then used to further dilate the duct, which allowed for the basket and captured stone to be removed from the patient. The third stone was removed without complication using a cook retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2011. According to the complainant, the patient was being treated for pancreatitis due to stones within the common bile duct. There were three stones requiring removal, with the middle stone measuring 17mm in diameter. A sphincterotomy was then performed and a cre balloon was used to dilate the duct to 15mm. The first stone was removed without issue. A trapezoid rx lithotripter basket was then advanced into the duct, opened, and placed around the 17mm stone. However, the basket failed to close. Further attempts to free the stone or open the basket were unsuccessful. An alliance ii handle was then used to perform mechanical lithotripsy, but the inner wire severed near the handle prior to the tip detaching. A second cre balloon was then used to further dilate the duct, which allowed for the basket and captured stone to be removed from the patient. The third stone was removed without complication using a cook retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.